Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the single use guide sheath kit exhibited a black foreign material was observed at the distal end of the endoscope could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 to be continued: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use guide sheath kit exhibited a black foreign material was observed at the distal end of the endoscope. The issue occurred during a diagnostic endobronchial ultrasound. The procedure was delayed for less than thirty minutes. There were no reports of patient harm.